Manufacturer narrative:
Recall numbers: 1627487-05242011-002-r, 1627487-12192011-003-r. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02560 and 1627487-2013-02561. The pt has two leads from the same lot. It was reported the pt experienced excessive heating from the ipg that caused burns and difficulty charging the device. It is currently undetermined whether the burning occurred during charging. The patient also reported power surges and shocks from her system. She stated reprogramming did not resolve the issue and she was explanted on (B)(6) 2011. The pt's explant was previously reported for another issue in MFR report 1627487-2011-08167 and 1627487-2011-08168. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.